Event description:
This manufacturer report is being sent as a requirement under summary reporting exemption approval number -(B)(4). Submissions for product codes otp and otn can be found under manufacturer reports numbers 3005099803-2015-02495 and 3005099803-2015-02497.